Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic appendectomy, the device was used for the removal and the bag separated at the seam. A different retrieval bag was used with no further incident. There was no patient injury.